Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the implantable cardiac defibrillator product went into a backup mode. No intervention was reported. The patient status was unknown.